Event description:
It was reported that during a pci procedure, stent damage occured. The lesion was located in the calcified and highly tortuous distal left circumflex (lcx) coronary artery. A taxus drug eluting stent delivery system was inserted, but failed to cross the lesion. The liberte' monorail stent delivery system was then advanced but also failed to cross the lesion. Upon removal of the librerte' stent delivery system, it was noted that the edge of the stent was "flared." The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."